Event description:
It was reported that the insulin pump alarmed during the priming process. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose motor support disk. The motor was tested outside the device and passed. Unable to perform the prime test due to the motor error alarms. The insulin pump was received with a missing end cap sticker.